Manufacturer narrative:
D4 and h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after a field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer reported restarting the device several times; however, the issue persisted. Upon review in rss, the station was observed to be offline. The customer reported that there were no known power or network related issues at the time of the event. There were no delay or adverse events or injuries reported based on this event.